Manufacturer narrative:
(B)(4). A third party service agent evaluated the device and verified the reported issue. The system pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that the device would not complete a boot up cycle. The device would lose power during the self test screen during the boot up cycle. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control received the removed system pcb assembly and after evaluation, it was determined that the single board computer (sbc), which is located on the system pcb assembly, failed and caused the reported issue.